Event description:
As reported by the user facility (translation of user facility info by (B)(6)): the clip was not well positioned on the tip of the needle - the nurse pricked - this incident has been declared as accidental at work.

Manufacturer narrative:
(B)(4) is submitting this report on behalf of b braun (B)(4) (MFR). This report has been identified as b braun (B)(4). The received sample was taken to a visual exam. As received condition the safety clip was activated on the tip of the cannula. Damages or other deviations were not detected at the sample. After removing the safety clip of its end position on the cannula tip the safety clip was taken to a function test (sliding the safety clip on the raw cannula). It was easily possible to slide the safety clip on the raw cannula and to fix the clip on the tip of the cannula again. The special feature of a self-activating safety clip that automatically covers the needles sharp bevel was given. Based on the results of the investigation, no specific conclusions can be made regarding the cause of the event. All available info has been forwarded to the actual MFR. If add'l pertinent info becomes available, a f/u report will be filed. Following cds guidelines and/or facility protocols, sharps should always be immediately disposed into an appropriate sharps container.